Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the device misfired? Did the clips not feed into the jaws of the device and not fire? Did the clips drop or eject from the device? Please clarify: wound class changed to contaminated. Was the classification changed due to the leak? Did the patient remain in the hospital longer than the planned time for this procedure? If yes: please explain the reason why the hospital time was extended? What is the patients current condition? What is the surgeons name?

Event description:
During an unknown procedure, ethicon ligaclip 10m/l "scissored" where surgeon applied it to cystic duct. Five clips misfired. New clip applier opened, and it did not work. Scissoring of clip caused bile leak. Wound class changed to contaminated, number 3 endo loop used to seal duct.